Event description:
It was reported while using bd facsaria¿ so waste leaked outside of instrument. There was no user/patient impact. The following information was provided by the initial reporter: it was reported that the shut down nozzle is leaking. Customer problem: shut down nozzle is leaking steps taken with customer/troubleshooting: cts to troubleshoot next steps (if necessary): forward case to cts for troubleshooting are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? Yes was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. 1. Was the leak/spill contained within the instrument? No 2. Was the leak/spill in a customer accessible location? Yes 3. What was the fluid that leaked/spilled? Waste fluid 4. What is the source of leak/spill? Waste or non-waste line. Waste line 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak? No 7. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping.

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria¿ so waste leaked outside of instrument. There was no user/patient impact. The following information was provided by the initial reporter: it was reported that the shut down nozzle is leaking. Customer problem: shut down nozzle is leaking steps taken with customer/troubleshooting: cts to troubleshoot next steps (if necessary): forward case to cts for troubleshooting are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was there a fluidic leak or spill? Yes. No erroneous results, no one was injured in the making of this case & there were no burning smells or odd sounds. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste fluid. What is the source of leak/spill? Waste or non-waste line. Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure but was not spraying nor squirting nor pulsing nor oozing. Leak was just leaking/dripping.